Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.